Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. Additional patient history included low blood pressure, "a little bit overweight", and "sugar diabetes". In (B)(6) 2015 the patient developed a new pain in a new area of her body. The patient stated initially that there was nothing wrong with the pump but it just did not reach the area of the new pain. The patient later stated that the pump was not working. The patient took oral hydrocodone for the new pain and stated that she did not want to have both modalities of drug administration. The patient could not identify what was not working and stated that she still had some back pain that the pump did not treat. The pump was not helping with all of the pain the patient had and only went to one area. The healthcare provider (hcp) had lowered the dose from 3.25mg/day in (B)(6) 2015 and then to 2mg/day during pump refill on (B)(6) 2015. The patient was planning to have the pump removed due to the new pain she was experiencing. The patient had an appointment with a new hcp scheduled for (B)(6) 2015 and was to have the pump explant a week later. The patient believed it would be a total system explant. However, on (B)(6) 2015 the patient inquired into having the pump shut off instead of being explanted. The patient was to consult with a doctor and company representative. Additional information was requested regarding the cause of the lack of effect, if there was a device issue, troubleshooting/diagnostics performed, and actions/interventions taken. A supplemental report will be submitted if additional information is received.